Event description:
It was reported that the patient had been connected to dead batteries which caused the pump to stop. Interrogation of the system controller found that the clock was not set. The pump had stopped after no external power alarms. Review of the patient's log files showed low voltage and no external power events on (B)(6) 2022 at 22:20 and 22:21 while on the mobile power unit (mpu). The mobile power unit had lost power causing the system controller to be powered by the emergency backup battery (ebb) until power was restored to the mpu. No external power events were also seen on (B)(6) 2022 at 7:18 until 7:19. On (B)(6) 2022 at 21:00 there were low voltage advisory events which progressed into low voltage hazards. The low voltage hazards continued until 23:05 when "no external powers" were seen. Both power cables were disconnected, and the controller was powered by the ebb. The ebb supported the left ventricular assist device (lvad) at the low-speed limit of 5400 rpm until the ebb fully depleted at 00:57 on (B)(6) 2022 which reset the controller clock to (B)(6) 2000. Battery power was eventually restored and the lvad restarted with "controller clock corrupt" events which continued for the remainder of the log. It appeared the lvad was functioning as intended following the pump stop. It was later communicated that the patient was admitted on (B)(6) 2022 with gout flareup, body aches, and discharge from the exit site. The exteriorized portion of the driveline around the epigastrium has grown since august 2022. Wound cultures grew klebsiella and pseudomonas. The patient was treated with antibiotics but the driveline infection did not improve. A decision was made to undergo a pump exchange on (B)(6) 2022. Prior to the pump exchange, the device was operating as intended. The patient was recovering and remained stable on left ventricular assist device (lvad) support. Related MFR #s 2916596-2022-14537, 2916596-2022-14538

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. The submitted log files revealed a pump stop event due to depletion of both the external and internal sets of batteries. The pump otherwise appeared to have operated as intended at the set speed before and after the pump stop. The heartmate 3 lvas instructions for use lists driveline infection as an adverse event which may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are both currently available. Section 1 of the IFU, "introduction," lists driveline infection as an adverse event which may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.